Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: spray leaked along the pestle after raising 60 ml of nacl. This is the bd plastipak luer-lok 50 ml. The lot number is: 2002264.

Manufacturer narrative:
H.6. Investigation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for the reported lot 2002264, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2002264 were used to for additional evaluation. The product was visually inspected, no defects or damage was noted on any of the samples or components, the stopper was properly assembled on the plunger, and in all cases no leakage was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: spray leaked along the pestle after raising 60 ml of nacl. This is the bd plastipak luer-lok 50 ml. The lot number is: 2002264.